Manufacturer narrative:
Additional information was added : one (1) sample was received at baxter for evaluation contaminated with chemotherapy. Visual inspection through the bag did not identify any abnormalities that could have contributed to the reported condition. No functional testing was performed due to the condition of the sample received. The reported condition could not be verified through visual inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a paclitaxel set leaked chemotherapy agent due a crack in the line which was caused by the blue clamp when the nurse was going to put the tubing into the IV (intravenous) pump. This was identified when the nurse was fixing an air in the line alarm on the pump; further described as when the nurse removed the filter set and was going to put the tubing back into the pump, the line cracked and spilled chemotherapy drug. The nurse had direct contact with the leaked chemotherapy onto the nurse¿s hands. There was no patient injury or medical intervention associated with this event. No additional information is available.